Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufactures lead displayed pace impedance greater than 2000 ohms. The lead also displayed noise. There were no adverse patient effects reported. The device remains in service.